Event description:
According to the reporter, during a procedure, there was a two centimeter improperly formed staples. A piece of plastic from the broken yellow shipping wedge was found at the staple line, preventing the staples to fire. This resulted to a proximally incomplete staple line.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.